Event description:
Caller reported that a malfunction alarm occurred on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reset the malfunction and was advised they may continue to use the pump.